Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The compliant for system error 2240 alarm is confirmed based on customer contact. Similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). The labeling provided in the patient guide was found to be sufficient and accessible to the complaint.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 (air in line) which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) explained the alarm. The hp disconnected to go get water then reconnected. The tsr instructed the hp to end therapy and call his nurse in the morning. The hp stated he will do manuals tonight to complete therapy. The tsr assisted the hp to end therapy. There was patient involvement. Product surveillance contacted the home patient (hp) on (B)(4) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved by finishing therapy with manuals. The hp. The hp did confirm that the had disconnected and did not hit stop and then reconnected when the cycler alarmed. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.